Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va129z5, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was noted the lead had been implanted past the use by date (ubd). There were no patient symptoms or further complications reported at this time.